Manufacturer narrative:
(B)(4). Results of investigation: (B)(4) was able to verify the reported issue. Visual inspection revealed component jp4 was damaged. Pin 4 of jp4 was burnt. (B)(4) replaced the power flex to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to (B)(4) that the unit had a burnt lemo connector on the ventilator. It is unknown at this time whether there was any patient involvement associated with this complaint.